Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. However, device received with corroded battery tube. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No external ram crc error noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. Device received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm and post reset ram crc alarm. The blood glucose level of the customer was 60 mg/dl. The customer was assisted with the troubleshooting. The customer declined the troubleshooting for the low blood glucose level. The insulin pump will not be returned for the analysis.